Event description:
Per the clinic, the patient developed a skin flap infection resulting in the decision to explant the device. The device was explanted on (B)(6) 2010. Reimplantation is planned, but has not taken place at the time of this report (B)(6) 2010.

Manufacturer narrative:
(B)(4): device is not available for analysis.